Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was inserted and removed. If explanted, give date: not applicable, as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient's capsular bag tore and a vitrectomy needed to be performed after a zcb00 21.0 diopter intraocular lens (iol) was implanted into the patient's operative eye. The lens had to be removed and a z9002 model lens was implanted. There were no sutures used and no patient injury occurred. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/18/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection of the returned sample showed one of the haptics has been detached most likely due to the removal and replacement process. The detached/cut haptic was not returned for further investigation. Visual inspection of the lens showed scratches on the optic of the anterior side of the lens. However, how and when the scratches happened could not be determined. These type of scratches on the optic area would have been rejected during the manufacturing process. The remaining haptic has no abnormalities. The reported complaint cannot not be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search of the complaints revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.